Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see the patient medication after the combination of two encounters into one encounter. The technical support specialist (tss) identified that the customer interface merged two visits incorrectly and also the encounters were merged incorrectly. Tss confirmed that the customer would send the correct orders to the correct visit to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to see patient medications on pyxis device after cis combined two encounters. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.